Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. However, photographs were sent via email and evaluated per print. The bur broke at the etch safeline and most likely occurred due to excessive force applied by the user on the shaft. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. To date, no prior complaints have been reported against this lot of (B)(4) units. (B)(4). A risk analysis was performed and found acceptable. The instructions for use advise the user of the following. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This incident type will continue to be monitored within the complaint system to assure patient safety.

Event description:
A customer reported during use a 00509322800 round bur broke while cutting. Photographic evidence shows the bur broke at the shaft. All detached bur head was removed and a 10-minute surgical delay ensued to obtain and ready an alternative device. No patient injury was reported. To date, additional patient and event information have not been made available. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.